Event description:
A clinician placed a cortrak tube with the assistance of the cortrak enteral access system. An x-ray was taken to confirm location of the tube. The x-ray impression was the tube extended into the left mainstem, no obvious pneumothorax at this time. A pneumothorax did develop after removal and a chest tube was placed.